Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the expiration date and UDI, update the manufacture date and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there was no polygene plug on the angio-seal device. Manual pressure was applied until the bleeding stopped. The blood loss was less than 250cc's. The patient was reported to be in stable condition. The procedure was completed. There were no other devices or equipment used with the reported product.